Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a button error alarm during bolus. Customer reported that the numbers were scrolling on the display. Customer also reported that the insulin pump was recently dropped. Customer reported that the insulin pump's display was frozen and a tone was being returned. Blood glucose level was 200 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or scrolling numbers noted. The insulin pump has with cracked case on display window corners, minor scratched lcd window and cracked reservoir tube lip.